Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a complete lead was returned in two pieces. The connector portion measured 11.6 cm while the distal portion measured 53.4 cm with extraction tool stuck inside this portion of the lead. Visual examination found internal insulation abrasion in multiple locations. Internal insulation abrasion breaching the ring electrode (re) cable lumen and inner coil lumen were found at 7.5 ¿ 9.4 cm from the distal tip. The inner coil found exposed and the etfe coating was found intact in this location. Internal insulation abrasion breaching the right ventricular (rv) cable lumen was found at 7.5 ¿ 9.2 cm from the distal tip. The inner coil lumen and the etfe coating were found intact in this location. Internal insulation abrasion breaching the re cable lumen was found at 13.8 ¿ 16.2 cm from the distal tip. The inner coil lumen and the etfe coating were found intact in this location. Internal insulation abrasion breaching the superior vena cava (svc) cable lumen was found at 27.5 ¿ 29.0 cm and 38.2 -39.4 cm from the distal tip. The inner coil lumen and the etfe coating were found intact in these locations. Internal insulation abrasion breaching the re cable lumen was found at 30.8 ¿ 31.6 cm from the distal tip. The inner coil lumen and the etfe coating were found intact in this location. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of an event observed during analysis.